Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy while programmed in alternate sensing vector, and a request was made to have data from this device analyzed. Technical services (ts) reviewed the available data, noting the r-wave amplitude is not stable: on (B)(6) 2026, the amplitude was greater than 1 millivolt (mv) while on (B)(6) 2026 it ranged from 0.5 to 0.7 mv. During the inappropriate shock episode, the r-wave amplitude was approximately 0.3 to 0.4 mv with oversensing of t and/or p waves and difficult to distinguish. There is even a change in amplitude after the shock. Ts recommended checking if this change in amplitude can be reproduced by changes in body position. Ts also recommended checking if other vectors are available and do not exhibit this change in amplitude. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.